Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down unexpectedly. It was reported that the device had shut down unexpectedly, and the battery does not charge. The rse noted that when reviewing the parameters, and event log, it was confirmed that the power cable does not work and needed to be replaced. A service engineer (se) reported that the battery was replaced, and the issue was resolved. The se did not replace the power cable. The device was reported to be returned to service.